Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg location was causing discomfort. The patient underwent a pocket revision procedure and was doing well postoperatively. No device malfunction was suspected.